Event description:
Customer reported that her insulin pump alarmed no delivery in the past. Customer was able to resolve the issue. There have been no issues since with the insulin pump. Customer's current blood glucose was unknown. She was advised to call when issues occur for troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.